Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5057185) in united states on 05-nov-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. Additional information received on 25-nov-2015 (ptc investigation result). Since insertion, consumer experienced debilitating cramps two weeks before and at least a week after her period. She was hospitalized for unfounded reasons. Her eyesight was deteriorated to where she was wearing bifocals and could not be without glasses for more than an hour. She had at least 5 teeth pulled out in the last two years. Essure explanted date was (B)(6) 2014. Consumer assessed as event outcome: hospitalization, disability/ permanent damage and required intervention. No further details were provided. Product technical complaint investigation result: the ptc global reference number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event(s) are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and since insertion she experienced debilitating cramps two weeks before and at least a week after period (interpreted as abdominal cramps). She had essure explanted. This event was considered serious and listed in the reference safety information for essure. Since abdominal cramps may occur with essure therapy, considering this information and a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, other serious events (unfounded reasons which resulted in hospitalization, eyesight has deteriorated and at least 5 teeth pulled in the last 2 years; these events were regarded as unlisted and unrelated) and non-serious event were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. Further information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 05-jan-2016: despite follow-up attempts, no response was given to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and since insertion she experienced debilitating cramps two weeks before and at least a week after period (interpreted as abdominal cramps). She had essure explanted. This event was considered serious and listed in the reference safety information for essure. Since abdominal cramps may occur with essure therapy, considering this information and a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, other serious events (unfounded reasons which resulted in hospitalization, eyesight has deteriorated and at least 5 teeth pulled in the last 2 years; these events were regarded as unlisted and unrelated) and non-serious event were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. Further information could not be obtained.